Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 61 mg/dl at the time of the incident. The customer was at 171 to 62 mg/dl at the time of admission. The customer used food and was given juice and intravenous fluids to treat. The customer experienced symptoms such as feeling shaky. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported sensor glucose versus blood glucose differences. The customer stated the pump was giving them too much insulin while in auto mode and causing lows. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. On (B)(6) 2022 the svn was re-opened for legal. A visual inspection was performed and a carelink personal account was created. Please see the test appendix information below. Model number: mmt-1780. Serial number (B)(6). Software version: 4.10e. Electronic board version; benchmark. Motor app: 1.12a. Retainer ring color; clear. Verify if the reservoir locks in place: yes. Notes: cracked retainer ring, scratched case, pillowing keypad overlay. The test battery energizer alkaline has 1.554 volts. The carelink upload was successful. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy tests. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.